Event description:
Customer reported she was experienced high blood glucose of 436 mg/dl. Customer treated with a bolus and it lowered to 421 mg/dl. Customer treated again and by the end of the call it lowered to 406 mg/dl. Customer stated she was feeling ok. Device had alarmed low reservoir three time one on the 18th and the other on the 17. Self test was performed and device passed. Customer was advised to monitor device and blood glucose. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.